Manufacturer narrative:
Based on further evaluation and review of the reported event, it has been determined that this is a non-reportable event. The initial MDR submitted on december 07, 2015 (MDR# 1049092-2015-00690) was submitted in error. Therefore, a retraction is being submitted for the initial MDR (MDR# 1049092-2015-00690). No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A returned sample was not provided for evaluation. A detailed batch review was performed. The review confirmed the silicone trilaminate, the skin contact material, used in this lot of product met all specifications. It was further noted this lot of product was sterilization certified and all manufacturing materials and sterilization processes met specifications. No discrepancies were noted. There is not enough information to conclude the product did not meet specification and/or perform as intended. Product monitoring reviews will monitor for product trends if this issue were to recur. No further actions are required and the complaint will be closed. (B)(4).

Event description:
It was reported an aquacel foam dressing was applied to a patient's wound. Upon application, the dressing appeared to "float" on the patient's skin. As a result, the dressing "[came] off easily" and "leaked" during use. The dressing was removed and replaced with a competitor's product. No patient complications were reported as a result of this event.